Event description:
It was reported that at follow-up no capture and poor sensing were observed. High pacing lead impedance was also noted. A perforation was confirmed via x-ray and CT scan. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.